Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient implanted with this neurostimulator (ins) had surgery to revise their ins due to the inability to charge. The patient replaced their ins with a non-rechargeable version. Additionally, the patient did not complaint about their ins nor did they experience any adverse events. It was the patient's decision to have this revision. The patient was physically able to charge but said the battery would not charge. The patient said they're doing great post-revision.